Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Surgeon removed a 36mm +5 v40 head because of apparent metallosis. He replaced the head with a v40 to c-taper conversion sleeve and a biolox 36mm +5 c-taper head.